Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-59069. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose on (B)(6) 2013, (B)(6) 2014 and (B)(6) 2015. The customer stated that she received a recall letter regarding a faulty lot of reservoirs and she had used that product around the time of the hospitalization on (B)(6) 2013. Blood glucose value was over 500 mg/dl. The customer stated that she had no delivery alarms and might have had reservoirs leaked. She experienced frequent urination, thirst, liver failure, heart issues, headaches and nausea. Customer stated she has had liver failure since these incidents. The customer was treated with IV fluids, medication for nausea, manual insulin injections and she had to wait for ketones to clear. Current blood glucose was 327 mg/dl. She did not have a backup plan and was going to the hospital to get treatment.